Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Complaint sample was evaluated and the reported event was confirmed. The visual inspection identified the inserter fractured at the threaded section. The inserter was sent to sem for further analysis. The analysis identified the returned instrument¿s threaded tip fractured off at approximately 45 degrees. The fracture surface indicates that the fracture artifacts are consistent with a bending overload fracture. Review of the device history records identified no related deviations or anomalies during manufacturing. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a hip procedure the threads on impactor broke off.